Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was failed and not detected on bus. The field service engineer powered station down and reseated the row board cable on all trays. Reseated the row board cable to the drawer controller as well. Powered the station back up and all pockets and rows were detected successfully the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer. The field service engineer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.